Event description:
The catheter was originally reported as a leaking catheter, however, when the sample was received on 11/04/2008, it was found to be broken. The nurse confirmed that no sharp objects were used.

Manufacturer narrative:
Results - received one used unit for the investigation. Our quality engineer visually and microscopically inspected the returned unit and confirmed the catheter was broken with a jagged break. Conclusions - the engineer concluded that the catheter was broken due to stress (misuse / mishandling) of the catheter. (B) (4)